Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker system exhibited pacing inhibition for ten seconds on the right ventricular (rv) channel, during which the patient experienced asystole. The device was checked, and threshold measurements were within normal range with no change since implantation. An x-ray was performed to assess the lead and confirmed there was no dislodgement. The patient was noted to have a pericardial effusion, which was suspected to be related to the implant procedure. Subsequently, a pericardiocentesis was performed. This pacemaker system remains in service and no additional adverse patient effects were reported.